Event description:
It was reported that the patient presented to the hospital with symptoms of weakness. Device interrogation revealed the implantable pulse generator (ipg) had experienced an electrical reset. The device was checked again the following day and another electrical reset occurred. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: performance data collected from the device was received and analyzed. The device experienced a full electrical reset. The reset was recorded on (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive.